Event description:
The nurse placed the patient's packed rbcs on the hospira pump. After the infusion began, the pump alarmed a lot. When the infusion was just about done, there was a small pool of blood noticed inside the pump chamber. There seemed to be a leak. The nurse ran 0.9 nss infusion through the chamber with a new tubing and the saline also leaked. Pump removed from service and tagged for csr (central supply).